Manufacturer narrative:
Consumer reported that she received chemical burns in both eyes after use of the product. The consumer reported that she visited a doctor and was treated with zylet. The (B)(6) describes the scope of injury associated with hydrogen peroxide exposure to the ocular tissue, ¿hydrogen peroxide is irritating to the eyes with a burning sensation, conjunctival hyperemia, lacrimation and severe pain which resolves within a few hours. There are rare cases of temporary corneal injury resulting from the application of 3% solution to the eye on contact lenses including punctuate staining of the cornea, decreased vision, corneal opacity and edema.¿ the report of a chemical burn is consistent with the (B)(6) description of a temporary injury associated with hydrogen peroxide exposure. The complaint sample was returned for evaluation and the results of the chemical testing performed were consistent with shelf life limits. Note that this event is being retrospectively reported to FDA due to the result of a remediation activity.

Event description:
Consumer reported that she received chemical burns in both eyes after use of the product. The consumer reported that she visited a doctor and was treated with zylet. Doctor's information and medical documentation were requested but no response received from the consumer. The complaint suggests the device may have malfunctioned as a result of variability of the neutralization.